Manufacturer narrative:
A visual examination of the returned capio¿ slim revealed that the device does not have any visual failure nor functional issues. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is not confirmed.

Event description:
It was reported to boston scientific corporation that a capio slim device was used during unknown procedure on unknown date. According to the complainant, ¿during the procedure, device failed to open and that something broke off inside the patient but was retrieved.¿ the failure mode is unclear, and attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a capio slim device was used during unknown procedure on unknown date. According to the complainant, ¿during the procedure, device failed to open and that something broke off inside the patient but was retrieved.¿ the failure mode is unclear, and attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.